Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the implantable neurostimulator (ins) was vibrating in the pocket. The vibrations occurred suddenly on friday and twice on sunday. The rep later reported that troubleshooting included starting an impedance check but the patient reported a shock and discomfort so the impedance check was aborted; the patient was referred to the surgeon for a possible revision. It was then stated that the patient previously felt a 'pop' when they turned their head and started experiencing shocking sensations in the pocket after that incident. It was also noted that the cause was not determined but the issue was occurring more often. The patient saw the health care provider (hcp) on (B)(6) 2016 and the following adjustments were made: left ins - amplitude was 4.3, pulse width was 90, rate was 140, sites were 2+, 1-, 0-. Right ins: amplitude was 0.0, pulse width was 60, rate was 140, sites were c+, 8-. During the visit, a stethoscope was used to confirm that no buzzing was being emitted from the ins. The hcp also stated that there was possibly a short circuit on one side as the patient reported shocking during the impedance test during this visit, but the short remained unconfirmed. The patient was sent to the surgeon for a revision surgery as the vibrations were presumed to be related to an electrical disconnection. During the surgery, low impedances were confirmed on all contacts on the right lead. The pocket was opened, the lead was disconnected, and then reconnected but the impedances remained unchanged. The battery was then replaced but the impedance issue was still unresolved. The hcp was able to expose more length on the extension and discovered a break in the extension's insulation. A deep brain stimulation (dbs) boot was used to temporarily wrap the break as the hcp planned to replace the extension on a later day. The issue was stated to be resolved and the impedances were normalized apart from low impedances remaining on contacts 8 and 9. The patient's concomitant medications included: azilect (1 mg; 1 per day), neupro (3mg; 1 patch per day); carbidopa/entacapone/ levodopa (37.5 mg-200mg-150mg; 3x per day), multivitamin (1 per day), diovan hct (12.5 mg-160 mg; 1 per day), atrovastatin (10mg; 1 per day), synthroid (0.05 mg; 1 per day). The patient's medical history included: parkinson's disease, obstructive sleep apnea, hypercholesterolemia, hypertension, concussion. Surgical history included: fistulecomy, dbs and removal for infection.

Manufacturer narrative:
Analysis of the ins 37601 activa pc neurostimulator s/n (B)(4) found no anomalies. No vibration of any sort was observed from the ins during testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.